Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) was no longer receiving effective coverage in his/her right leg. On (B)(6) 2013, the physician revised the position of the scs lead from slightly left of midline at t8-t9 to slightly right of midline. The procedure took 3 hours to complete. Later that evening, it was reported, the pt could not move his/her left leg. The pt was brought back into surgery where the physician removed a hematoma (exact location unk). The pt was admitted to the hosp. On (B)(6) 2013, the pt was still unable to move his / her left leg. It was reported on (B)(6) 2013, the pt had almost fully recovered from the paralysis with a 10% deficit remaining. The pt has since been released from the hosp. The pt has a history of severe back trauma that occurred in 2009. As a result, the pt has needed a wheelchair or crutches. It was noted the pt's left leg has almost returned to the condition it was in prior to the revision.